Event description:
It has been reported to philips that the system could not boot, as a result the room was down. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed reported issue. Third party engineer wiped existing hard disk drive, downloaded board software and instructed to manually restore the flex vision configuration. After that the system was returned to use in good working order. Review of the log file showed malfunctioning flexvision pc. Fse recommended to replace the flex pc if it happens again. The codes were updated based on the investigation outcome. Evaluation method code was corrected.